Event description:
It was reported that during the implant procedure, a small bubble on the lead was observed about 5 cm proximal to the hvb coil. There was also a little edge or curve between the tip and ring. Also too many turns were needed to extend the helix and the helix would jump out. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.